Event description:
"On (B)(6),2004," a sparc sling system was implanted for the treatment of stress urinary incontinence. It was reported that "plaintiff began to experience complications from the sparc a few months after implantation." On (B)(6), 2005, plaintiff underwent a second surgical procedure to remove the sparc mesh after it eroded. Plaintiff's attorney alleges that, as a result of having the sparc sling implanted in her, plaintiff has "experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, add'l surgical procedures, and other losses."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.